Event description:
Reportedly, at device interrogation on (B)(6) 2023 no bluetooth connection between the pacemaker and the programmer could be established. A second attempt with another programmer again failed. With the same programmer ble connection could be established with another pacemaker.